Manufacturer narrative:
(B)(4). On (B)(6) 2024 the patient underwent a system explant (the rns neurostimulator, two depth leads and all associated component devices). On (B)(6) 2025 neuropace was informed of the explant during the re-implantation procedure. The explanted product was not returned to neuropace for analysis.

Event description:
Refer to section h10 for new information. Original report - a superficial incisional infection was diagnosed. The patient underwent a wound wash out and debridement to treat infection at the rns neurostimulator site, which remains implanted. Treatment included unspecified antibiotics.

Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
A superficial incisional infection was diagnosed. The patient underwent a wound wash out and debridement to treat infection at the rns neurostimulator site, which remains implanted. Treatment included unspecified antibiotics.